Event description:
It was initially reported that the patient was having an increase in her seizures at night. There was no indication if the seizures were above or below pre-vns baseline. It was believed the seizures may be related to the generator nearing end of service but there were no diagnostics provided by the office to confirm the generator was at or near end of service. There were no medication or setting changes or external factors that would have contributed to the increase in seizures. The patient will have a generator replacement but this has not occurred.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received that the patient had a generator replacement. The generator will not be returned to the manufacturer for evaluation as it was discarded. Lead impedance following surgery was within normal limits